Event description:
My first feeling pain I think was in (B)(6) 2012 I was having back pain and abdominal pain running fever. I went to the ER and they finally told me that I had a bad bladder infection and my white cell count was low. When I have my cycle I bleed heavy and clot bad. I still have abdominal and back pain in the regular. Since I got essure my urine smell awful. (B)(4).